Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Unexpected return; the product report from the customer states that the tubing leaked from the pump segment. During an infusion. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking from the pump segment was confirmed. During visual inspection it was observed that the silicone segment had a tear near the upper fitment. There were no crush marks noted on the upper fitment. During functional testing and pressure testing a leak was observed from the tear. The root cause of the leak is unknown but may be due to a user issue.

Event description:
Unexpected return - the product report from the customer states that the tubing leaked from the pump segment during an infusion. There was no report of patient harm.